Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with the expiration date, but not reported. All other required information was previously provided.

Event description:
It was reported that during preparation of the pta balloon, the outer catheter shaft broke near the catheter/balloon joint. Another balloon was used to complete the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned for eval. The investigation is confirmed for a break, as the joint between the catheter and balloon was returned broken. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.